Manufacturer narrative:
This event was inadvertently reported under incorrect product registration number (manufacturer report number: 9616066-2020-02918). This MDR resubmission now reflects the correct product registration number. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn: (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4), which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarm - error codes/messages- (B)(6) 2019 08:58:12 rfc_repairs (rfc_repairs) error code: 260.4130, door latch broken. (B)(6) 2019 12:55:39 (B)(6). Replaced logic board assy for error code: 260.4130. Replaced door latch assy was broken low latch. Replaced ail sensor assy was damaged housing. Logic board assy u1 on order. (B)(6) 2019 14:18:20 (B)(6). (B)(4).